Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery since the pump was malpositioned and it caused pain to the partner while having intercourse. There were no patient complications reported.